Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system screen was blue. Upon functional test fse  found blue screen at the time of turning on the device. The field service engineer (fse) restored the software. After  software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system would not boot up. The system was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and was able to confirm the reported issue. In order to resolve this, the fse restored the software. System was returned to use in good working conditions.